Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the 4.0x24mm promus element stent delivery system (sds) would not cross the lesion.. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The physician pre-dilated the lesion with an unspecified balloon and then advanced the sds but was not able to cross the lesion. The procedure was completed with another 4.0x24mm promus element stent. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Sections of the stent were slightly flattened and struts were misaligned. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Attempts to insert a product mandrel were unsuccessful as resistance was met at the site of the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).